Event description:
The customer stated that they received erroneous results for three patient samples tested for glucose hk (glu) on a c501 analyzer. The first sample initially resulted as 2 mg/dl and this value was reported outside of the laboratory. The result was questioned by a physician, so it was repeated. The sample repeated as 116 mg/dl on (B)(6) 2016. The repeat result was believed to be correct. The second sample, from a (B)(6) male, initially resulted as 2 mg/dl on (B)(6) 2016 and this value was reported outside of the laboratory. The result was questioned by a physician, so it was repeated. The sample repeated as 125 mg/dl on (B)(6) 2016. The repeat result was believed to be correct. The third sample, from a (B)(6) male, initially resulted as 2 mg/dl on (B)(6) 2016 and this value was reported outside of the laboratory. The result was questioned by a physician, so it was repeated. The sample repeated as 123 mg/dl on (B)(6) 2016. The repeat result was believed to be correct. The patients were not adversely affected. The glu reagent lot number and expiration date were asked for, but not provided. The field service representative could not determine a cause. The customer believed the issue to only be related to a couple specific samples. It was stated that repeats of the samples had identical results. The field service representative performed preventive maintenance on the analyzer. No mechanical or adjustment issues were found. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided.